Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention samples could not be evaluated because this lot expired in june 2021. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced blood leakage. This event occurred once. The following information was provided by the initial reporter. The customer stated: during using, the nurse found that the abg was leaking fluid, which resulted in the inability to continue using it. The product was replaced immediately and used normally without causing other harm to the patient.